Event description:
The clinic requested machine service after noting a leak from the machine. Gambro technical services (gts) diagnosed a cracked and leaking air separator assembly. The assembly was replaced but was not returned to the manufacturer for failure investigation. No patient involvement was reported.